Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing diagnostic procedure. The procedure was completed by restarting the system. The philips field service engineer (fse) conducted an onsite inspection and confirmed that the system was unable to produce x-rays. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the machine was intermittently failing to generate rays. To resolve the issue fse ordered and replaced the fdcsib (flat detector controller system interface box). The same issue reoccurred after a few days, where fse found a ground short circuit in the footswitch connecting wire and replaced the footswitch. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.